Manufacturer narrative:
Approximately 90.5 cm of the peritoneal catheter was returned. The returned catheter was patent. However, it did not meet the requirements for leak testing due to a tear observed approximately 2 cm from the distal flow holes. The catheter met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
The product testing is in progress. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that there were holes found on the catheter intraoperatively. According to the report, the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.